Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. Implant date - estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that approximately 10 years ago, three or four multilink stents were implanted. On an unspecified date, the patient was re-hospitalized, due to pre-existing heart problems and dizziness. The patient will be following up with his physician within a week or a month. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The unique identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.